Event description:
It was reported that this right atrial (ra) lead was capped/abandoned, and replaced with a new one. There is no specific information provided as to what type of lead issues were observed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.